Event description:
It was reported that the right ventricular lead had a micro dislodgement. During the procedure, the helix would not extend after repositioning, so the lead was replaced during lead revision. The patient was in stable condition.